Event description:
The manufacturer was contacted in reference to a dreamstation CPAP pro device. There was a report of patient passing away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.